Event description:
Limited info received in which facility reported pt experienced a temperature and chills during treatment on the meridian device. Reportedly, chills started at home. During treatment pt received hectorol, epo, heparin, kefzol, and tylenol (doses and routes unk). Blood cultures were obtained and the results showed gram positive cocci, suggested: staphylococcus. Pt's access was an arterial-venous fistula. Dialyzer in use was a baxter CT-190, with reuse number 20. Dialysate used was 2k/2caa.